Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair requested by the user at the olympus local service department, it was found that white foreign material like rubber came out of the air/water nozzle of the subject device. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to the olympus local service department. The olympus local service department reported that all rubber like components of the subject device remained intact. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred since the process of reprocessing conducted by the user was different from the process recommended in the instruction manual of the subject device. It was presumed that this reprocessing led to the following. Fiber used at the facility was clogged the air / water nozzle of the subject device. A piece of injection tube which is an accessory of the subject device or a piece of silicone rubber product which was used in the endoscopy room accidentally entered.